Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented at the hospital after receiving multiple inappropriate shock therapies due to the right ventricular lead noise. The noise was reproduced with slight arm movements. It was also noted that the patient also received vibratory alerts due to out of range pacing lead impedance. The lead was explanted and replaced successfully.